Event description:
It was reported that the ilet user did not announce a dinner meal and paused the ilet for several hours, leading to hyperglycemia while disconnected and subsequent automated correction dosing after reconnection that contributed to hypoglycemia. This reflected improper or incorrect use of the device and involved the user interface and meal announcement workflow. Symptoms included hypoglycemia and hyperglycemia ranging from 54 mg/dl to 400 mg/dl, diaphoresis, shaking/tremors, and muscle weakness. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction and a usage problem of missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.